Manufacturer narrative:
Batch review performed on 14-mar-2025 lot 2209534: (B)(4) items manufactured and released on 06-jul-2022. Expiration date: 16-jun-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 2 years after primary, the patient came in reporting instability. The surgeon revised the insert (10mm) with a thicker one (13mm) and the surgery was completed successfully.